Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On (B)(6) 2017, the voluntary recall was initiated. No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the top slide of the device allegedly was unable to prime. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.

Manufacturer narrative:
This is a known issue for the identified product code/lot number combination. An interaction of the inner half and needle assembly dimensions being at or below specification. This combined with a general shift in capability and marginal inspection controls resulted in conditions that led to a higher likelihood of ¿failure to prime¿ and ¿self-activation¿ issues. The root cause was determined to be supplier related due to over-processed resin. The max-core instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: one max-core biopsy needle was returned for evaluation. During functional testing, the top slide could not be locked into the primed position. Upon disassembly, the left bumper was bent and overlapped by the stylet spring, and the right bumper was bent by the stylet spring. Based on the finding that the top slide could not lock into the primed position, the investigation is confirmed for the reported failure to prime. The identified bumper issues likely contributed to the failure to prime. However, the definitive root cause could not be determined based upon available information. Labeling review: a labeling review was not performed.

Event description:
It was reported that during a biopsy, the top slide of the device allegedly was unable to prime. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.